Manufacturer narrative:
The subject device was returned to olympus. The evaluation confirmed the customers reported problem, no image due to a defective charged coupled device (ccd) unit. Additionally, the cable unit is buckled and scratched. There is corrosion on the video contacts. The coupler is loose and there is a water leak from the cable unit. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. No repair history related to the reported phenomenon was confirmed. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported image failure. However, based on the physical evaluation results the cause of the customer¿s reported event was isolated to failure of the ccd unit. The cause of the ccd failure could not be conclusively determined. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer high-definition autoclavable camera head has a no image malfunction. The reported customer problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the reported no image event.

Event description:
The clinical engineer at the user facility reported the no image event was found during inspection before use. The scheduled procedure was completed using different equipment. No adverse outcome was reported.